Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. Device was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that he was about to deliver a bolus and the buttons were not responding, he remover the battery and when reinserting it, the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 223 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.